Event description:
The advocate stated the customer received high out of range control results of 150 and 184mg/dl on his contour next ez meter. The meter did not automatically mark them as a control tests, which will be displayed as a blood results when accessing the meter's memory. No adverse event was alleged. The issue was resolved during the call. Extra strips were sent. No product is expected to be returned for evaluation.